Event description:
It was reported that contamination occurred. A 10mm x 20cm interlock-35 was selected for use. During preparation, it was noted that a small hair was present inside the packaging. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 12/01/2023 as the exact event date was not reported.